Manufacturer narrative:
Based on the information provided, the cause of the patient's heart failure during surgery leading to death cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. If additional information is received, a follow-up MDR will be submitted. A medical review of the event information was performed by an isi medical safety officer and the following assessment was provided: based upon the information in the description of the events, the patient experienced a cardiovascular event during an da vinci-assisted incisional hernia repair. The cause of the cardiovascular event is unknown. The patient was treated with a coronary stent. Given the information, it is not likely that the da vinci system, instrumentation, and/or accessories caused or contributed to the patient¿s mid-procedure cardiovascular which ultimately led to the patient¿s death. The extent as to which the surgical operation that was being performed using the da vinci system caused or contributed to the provocation of the cardiovascular event is unknown. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The log review supports the customer claim that there was no system issue during the case. Additionally, all instruments used in the case were used in subsequent procedures. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted incisional hernia repair surgical procedure, the patient suffered a heart attack and subsequently expired. While there was no reported malfunction of the da vinci system, instruments, or accessories and there was a direct statement from the surgeon indicating that the da vinci surgical system had nothing to do with the myocardial infarction, it is unknown if there could be any indirect relationship between the reported event and the da vinci-assisted surgical procedure.

Event description:
It was reported that during a da vinci-assisted incisional hernia repair procedure, the patient suffered a heart attack. Per the initial reporter, an intuitive surgical, inc. (Isi) representative that was present during the surgical procedure, during the procedure, the surgical staff undocked the robot from the patient for repositioning in order to work on the other side of the patient. At that time, while the robot was undocked from the patient, the anesthesiologist noticed that the patient's condition had changed. Upon evaluation, the surgical staff determined that the patient was experiencing heart failure and the patient was transferred to the cath lab. There were no reports of any malfunction of the da vinci surgical system during the surgical procedure. In the cath lab, a stent was successfully placed. However, the patient coded multiple times throughout the remainder of the day. The patient expired the same day the da vinci-assisted surgical procedure was performed. The procedure was not recorded. The initial reporter spoke with the surgeon on (B)(6) 2020. Per the initial reporter, the surgeon informed her that the patient's heart failure and subsequent death were unrelated to the da vinci surgical system. Prior to undergoing the da vinci-assisted surgical procedure, the patient had reportedly received cardiac clearance. On (B)(6) 2020, isi received a call from the operating surgeon and the following information regarding the reported event was obtained: the patient did not have any pre-existing cardiac issues prior to undergoing the da vinci-assisted surgical procedure. There was no malfunction of the da vinci surgical system during the event and no intra-operative complications before the patient experienced the myocardial infarction. The surgeon indicated that the da vinci surgical system had nothing to do with the myocardial infarction. He also indicated that the patient just suffered heart failure during surgery and subsequently expired as a result. He reiterated that the da vinci surgical system did not cause or contribute to the myocardial infarction or patient death.